Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for e-2 error message. During the call, a blood test was performed by the customer fasting and produced test result of 358 mg/dl using truemetrix meter. Customer was concerned the result obtained was high. The customer was also concerned with high and low test results from meter memory of 133, 87, 113, 230 and 109 mg/dl. Customer was not using the proper testing technique. The customer¿s expected fasting blood glucose test result range is 120-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom and living room. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is (B)(6) 2020. (B)(6).

Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: manufacturer contacted customer in a follow-up call on 11-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.